Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred for therapy started in 2008 during drain cycle 6. The patient's ultrafiltration (uf) reading was 454mls, indicating the home patient (hp) drained 454 mls more than their programmed fill volume of 1500mls. This information gives a total drain volume of 1954mls (454mls + 1500mls). No patient injury or medical intervention was reported. Despite baxter's attempts, no additional information could be obtained regarding this event.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain when multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. It was noted in the event log that the patient had been draining less than the fill volume in previous cycles of this therapy session, which could have contributed to the increased drain volume in cycle 6. The device will be routed to the service area. The device evaluation results were reviewed with the patient's nurse (rn), who confirmed that the hp had been experiencing slow fluid flow relative to gastrointestinal issues at the time this incident had occurred.